Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged. The patient was told by the clinic that it may be because the patient raised his arm over the head. As of this time, the lead remains in service. No adverse patient effects reported.